Event description:
During an initial implant procedure, it was difficult to separate the right ventricular (rv) leadless pacemaker (lp) from the catheter. During an attempt to reposition the lp, the lp dislodged from the catheter into the left pulmonary artery. The rv lp was successfully retrieved, explanted and replaced to resolve the event. The patient was stable throughout the procedure.